Manufacturer narrative:
Upon further review, bd ahs determined that is MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an alert 113 (reduced water control temperature). Nurse stated that target temperature was 33c, patient temperature was 33.4 c, flow rate was 3.0 l/min., water temperature was 29 c, chiller temperature was 4.5 c, mixing pump command was 100 percent and operating hours were 5400. As per sample evaluation results received on 16jun2022, during decontamination the arctic sun device was primed to fill. As per sample evaluation results received on 11nov2022, it was stated that the flowmeter had a sticking impeller shaft. It was also stated that the tank seals were lifted from the tanks and the glue from the seals peeled off into the tank. The double-bend tube and chiller evaporator outlet tube were expanded and deformed. It was also stated that the control panel nut plate was spinning loose.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had an alert 113 (reduced water control temperature). Nurse stated that target temperature was 33c, patient temperature was 33.4 c, flow rate was 3.0 l/min., water temperature was 29 c, chiller temperature was 4.5 c, mixing pump command was 100 percent and operating hours were 5400. As per sample evaluation results received on 16jun2022, during decontamination the arctic sun device was primed to fill. As per sample evaluation results received on 11nov2022, it was stated that the flowmeter had a sticking impeller shaft. It was also stated that the tank seals were lifted from the tanks and the glue from the seals peeled off into the tank. The double-bend tube and chiller evaporator outlet tube were expanded and deformed. It was also stated that the control panel nut plate was spinning loose.